Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During unpacking, it was noted the distal end of the guide catheter near the stent was kinked. The procedure was completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent kinked/bent.

Manufacturer narrative:
A visual evaluation of the returned device revealed the stent was loaded on the guide catheter via the suture. There was no residue present on the product indicating the device was not used in the procedure. The stent was slightly deformed. The suture was tensed and twisted on the stent. The proximal barb of the stent was found depressed. A suture impression (kink/bend) was observed at proximal end of the stent where the suture wrapped around the guide catheter assembly inside the proximal barb of the stent. A function evaluation revealed the stent deployed without any issues. The guide catheter was removed from the delivery system and no other damages were observed. The device history record review confirms the device met all manufacturing specifications. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage.